Event description:
Oral-b io6...exploded...and start burning [product caught fire]. Oral-b io6...[short] circuit [device electrical finding]. Oral-b io6...exploded when it was charging [product physical issue]. Case narrative: consumer via chatbot stated that the oral-b io6 toothbrush short-circuited. It exploded when it was charging and started burning. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.